Event description:
It was reported that catheter issue occurred. The 90% stenosed lesion was moderately to severely tortuous and severely calcified vessel. The opticross 6 hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was pulled back there was a resistance felt and the distal tip was stuck in the body. Distal tip was still attached to the catheter but had stretched a long distance so transducer was in guide and distal tip was stuck on wire in the calcium. An attempt was made to move the wire but it would not move. After a lot of troubleshooting, they cut the proximal portion of the ivus and put a 6f guideliner over the system. Once they had the guideliner proximal to where it was stuck the physician pulled really hard to get the wire and ivus unstuck from lesion. They were then able to remove the entire system. The procedure was completed using an alternate method. No patient complications were reported.